Manufacturer narrative:
No sample was returned for eval and root cause analysis. The customer's complaint history was reviewed, this is the 7th complaint of this nature reported by this account. A review of the DHR indicated no deviations. The finished goods lot was released per specification. The customer did not retain a sample for this complaint event; an analysis of the material removed from the eye could not be performed. The root cause of the customer's complaint is not known; a sample was not retained. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "lint removed from the eye" (foreign body, removal of). Product problem(s): "linting" (foreign material present in device). The customer reported lint was removed from the eye. No pt injury was reported. Additional info was requested.